Event description:
During arthroscopic surgery of the knee, the tip of an arthroscopic guidewire broke off in the pt's tibia bone. It was a very miniscule size that broke off and was so small that the physician decided, it was safe to not retrieve. Physician plans to monitor for complications. Dates of use: (B) (6) 2010.